Event description:
It was reported that during the breast biopsy, green cable errors were received. The same holster was used to finish the case with no pt consequence. It was also noticed that the fire button on the holster would stick.

Manufacturer narrative:
H3. Evaluation summary: the analysis results confirmed that the blue and green cables were broken causing the green cable errors. The blue and green cables were replaced to correct the issue. Also the firing button was replaced to correct the button sticking issue. The holster was functionally tested and found to operate properly. The holster was serviced, then functionally tested, and was found to operate properly. The unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.